Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched and noted prior to injecting in the eye. A new cartridge from a different lot was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. One opened company injector was returned for evaluation for the report of scratched intra ocular lens (iol). The returned sample was visually inspected and found to be conforming for front plunger surface and face and was visually nonconforming for bent plunger. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product's acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger resulting in a upward plunger position, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately two and a half years. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.